Manufacturer narrative:
(B)(4). (B)(6). Report source, literature - this event has been identified from the journal article of elsa a. Spaans et. Al (2017) "midterm survival analysis of a cemented dual-mobility cup combined with bone impaction grafting in 102 revision hip arthroplasties", hip international, vol. 28(2) 161¿167.doi: 10.5301/hipint.5000548. The device was not returned to the manufacturer. Therefore it could not be analyzed. The device manufacturing quality record could not been reviewed as the item and lot number of the product were not communicated. With the available information, the exact root cause of the event could not be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Item and lot numbers not communicated.

Event description:
It has been reported in the journal article "midterm survival analysis of a cemented dual-mobility cup combined with bone impaction grafting in 102 revision hip arthroplasties" that a patient was revised due to infection. Patients of this study were operated between january 2007 and december 2013. The follow up were performed between 3 months to 7 years.